Manufacturer narrative:
(B)(4). This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Per service record: third party service technician was able to verify the customer's reported issue. The service technician replaced the oxygen blender on model lap top ventilator 1200 and the ventilator passed oxygen blending. The faulty component has not been received by carefusion for failure analysis.

Event description:
The customer reported model lap top ventilator 1200 was delivering oxygen lower than expected. When the ventilators oxygen concentration was set at 60% the ventilator was only delivering 49.5%. No further information was provided regarding patient involvement.